Manufacturer narrative:
Device evaluated by MFR: the epic device was returned to our post market quality assurance laboratory. The device was received with the stent fully deployed from the delivery system. No issues were noted with the deployed stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found an inner sheath kink approximately 40mm proximal from the distal tip. A visual examination identified no issues or damage to the handle of the device. This investigation is assigned a conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use based on product analysis and evidence of contraindicated use of the device which would have contributed to the difficulty crossing the lesion. Contraindication as per the instructions for use: patients with excessive vessel tortuosity.

Event description:
Reportable based on device analysis completed on 23dec2025. It was reported that the stent was unable to cross the lesion. The 50-60% stenosed target lesion was located in the severely tortuous and moderately calcified arteriovenous fistula. A 10x40x75 epic stent self expanding was selected for use. During the procedure, the stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the stent was already deployed from the delivery system.